Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 49 mg/dl, which she treated with food. The customer declined troubleshooting for the low blood glucose because she felt fine. The insulin pump was not returned or replaced.